Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-01048 and 2134265-2016-01252 it was reported that automatic pullback failure occurred. The target lesion was located in left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with opticross¿ imaging catheter and pullback sled to visualize the target lesion. During procedure, the opticross imaging catheter had encountered difficulty crossing the lesion due to protrusion and left thrombosis after stenting. Pullback was then performed for about 10 times however, in the midway of pullback, the opticross imaging catheter stopped then error 226 occurred. The physician checked the sled and connection part of the opticross but the same issue occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.